Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. A revision surgery was performed, during which it was noted that the connector of the reservoir had a crack. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the tubing was cut down to the pump block; therefore, the tubing and the connector were not returned for analysis. No leaks were identified in the pump; however, the component did not pass the functional test. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of the device not working properly. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. A revision surgery was performed, during which it was noted that the connector of the reservoir had a crack. The pump was removed and replaced. There were no patient complications reported.